Event description:
It was reported that a male pt rec'd burns on his thigh under the pt plate. The pt was treated with silvadene cream. The degree of burn was not specified. These burns were reported to be a quarter to a half dollar size with some others about the size of a pencil point. Pt was undergoing a splenectomy procedure.